Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer informed the technical support engineer (tse) that the error keeps coming back and hey were not using arm 4 so they disabled the universal surgical manipulator (usm) 3 and docked usm 4 and continued with the case. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis and is still in progress. The complaint was confirmed based on the field evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported "error 23087 on arm 3" issue was confirmed via the logs, but could not be replicated. The unit was installed on an in-house system, powered on normally with no error messages. The system was hard power cycled and booted up normally with no error codes present and blue led on. An in-house endoscope was installed, performance testing was conducted, and usm clutches were checked. No issues occurred during these activities. The system was power cycled with instruments and accessories on, and powered on normally with no issues. Idled the system in normal mode for an hour with no error codes appearing. Error 23087 was not present in the error logs. The complaint was not confirmed based on the failure analysis testing.

Event description:
Refer to h10/h11 for follow-up information.